Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. There was no impact to the customer's blood glucose. Reportedly, the pump was able to successfully charge with an alternate cable.